Manufacturer narrative:
(B)(4). Our complaint investigation is currently in progress. We will provide a f/u report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reports that "there is a lot of condensation" in the breathing circuits of a set-up which included an mr730 respiratory humidifier. No pt consequence was reported.